Event description:
In 2006, the patient was placed with two gore excluder aaa endoprosthesis. In early 2007, the patient had a non contrast CT which showed an aneurysm size of 5.9 cm. In 2008, the patient had a non contrast CT which showed an aneurysm size of 6.5 cm. In the following month (date unknown), the patient had a CT with contrast which identified a proximal type 1 endoleak and an aneurysm size of 6.9 cm. On that month, a physician did a re-intervention on this patient and placed a palmaz stent proximally to the gore excluder aaa endoprosthesis trunk ipsi. This did not resolved the leak. The patient tolerated the procedure. On two months later, the patient underwent a reintervention to resolved the proximal type I endoleak and aneurysm growth. During the endovascular procedure, the patient was implanted with three gore excluder aaa endoprosthesis aortic cuffs. The physician also used a pioneer catheter to overlap an endovascular device into the left renal artery. The left renal artery remained profuse. A proximal type 1 endoleak was noted at the end of the procedure. The physician will monitor the leak. The patient tolerated the procedure. Patient name provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.